Event description:
On (B)(6) 2011, patient was reimplanted with 3 sternal plates and 28 self drilling sternal screws due to sternal instability. Patient returned to surgeon complaining of ongoing pain. On (B)(6) 2013, surgeon returned the patient to the operating room, removed 3 sternal plates and 28 unknown sternal screws. Patient is reportedly healed, no new hardware was placed. During the removal, one screwdriver broke. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part was never manufactured with a lot number, which starts with 5 at synthes gmbh. No DHR review possible. Without a valid lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.